Event description:
It was reported that low sensing, increased capture threshold and out-of-range impedance were observed. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.